Event description:
A report was received that the patient underwent a revision procedure due to discomfort at the pocket site. The physician moved the pocket to a more comfortable location. The patient is reportedly doing well.